Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to the ipg becoming superficial. In turn, surgical intervention took place wherein the ipg pocket was buried deeper. The ipg was also electively replaced during the same procedure. Post-operatively, therapy was restored.